Event description:
Customer reported an incident with a discrepancy between the actual pt fluid removal and what is displayed on the status screen, during treatment. The customer additionally stated. "The machine was taking less fluid from the pt than what it was set at. The pt had been on the machine since 2006." The pt was taken off of the machine. No blood loss reported.